Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the hvad pump of unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received rom the site indicated that the patient experienced pericardial effusion and bleeding from a pleural drainage; multiple thoracotomies were performed to place drains and the patient received packed red blood cells (prbcs). Of note, the intercostal artery was lacerated when the first drain was placed, leading to bleeding. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, pericardial effusion and bleeding are known potential complications associated with the implantation of an hvad pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The reported laceration of an artery during the placement of a drain also likely contributed to the bleeding event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient developed multi-organ dysfunction and expired.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b2: outcome attributed to adverse event was corrected from hospitalization, life threatening, and intervention required to death. Date of death was added. Correction b5: event description was corrected to include additional patient signs/symptoms, and patient outcome. Correction b7: relevant history was corrected to include additional medical history of renal failure. Correction h1: type of reportable event was corrected from serious injury to death. Correction h6: patient ime code was updated. Patient imf code was corrected from f1203 to f02. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced pericardial effusion and bleeding from a pleural drainage; multiple thoracotomies were performed to place drains and the patient received packed red blood cells (prbcs). Of note, the intercostal artery was lacerated when the first drain was placed, leading to bleeding. A re-thoracotomy was performed for removal of blood and placing a new drain. Hemostasis was difficult and the patient received packed red blood cells (prbcs). Days later the chest was closed. It was also reported that the patient was also treated with intravenous (IV) medication. It was further reported that the patient experienced renewed cardiac arrhythmia and cardiac decompensation after the first thoracotomy was performed for removal of hematoma and pericardial effusion a day later. The patient required external defibrillation and reanimation with extracorporeal membrane oxygenation (ECMO) implantation and high catecholamine medication. It was further reported that the patient developed multi-organ dysfunction and expired. Based on the available information, including the occurrence of the eve nt within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, pericardial effusion, pleural effusion, bleeding, worsening heart failure, cardiac arrhythmia, multi-organ failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The reported laceration of an artery during the placement of a drain also likely contributed to the bleeding event. This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was also treated with intravenous (IV) medication.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description has been updated to include that the patient was treated with intravenous (IV) medication. The imf and ime codes have also been updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental report due to additional info received. Sections updated: d4 serial number, expiration date, model#, catalog#, UDI# h4 device mfg. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for correction and an update to the investigation completion. Correction b5: event description was updated to include additional event details. Correction b6: laboratory data was updated to include the imaging test results. Correction b7: relevant history was updated to include prior events. Product event summary: hw36902 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced pericardial effusion and bleeding from a pleural drainage; multiple thoracotomies were performed to place drains and the patient received packed red blood cells (prbcs). Of note, the intercostal artery was lacerated when the first drain was placed, leading to bleeding. A re-thoracotomy was performed for removal of blood and placing a new drain. Hemostasis was difficult and the patient received packed red blood cells (prbcs). Days later the chest was closed. It was also reported that the patient was also treated with intravenous (IV) medication. It was further reported that the patient experienced renewed cardiac arrhythmia and cardiac decompensation after the first thoracotomy was performed for removal of hematoma and pericardial effusion a day later. The patient required external defibrillation and reanimation with extracorporeal membrane oxygenation (ECMO) implantation and high catecholamine medication. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, pericardial effusion, pleural effusion, bleeding, worsening heart failure, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pr e-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The reported laceration of an artery during the placement of a drain also likely contributed to the bleeding event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced renewed cardiac arrhythmia and cardiac decompensation after the first thoracotomy was performed for removal of hematoma and pericardial effusion a day later. The patient required external defibrillation and reanimation with extracorporeal membrane oxygenation (ECMO) implantation and high catecholamine medication.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information was received from the hvad destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and bleeding from a pleural drainage. A thoracotomy was performed for removal of hematoma and effusion. The patient started to bleed from a laceration to the intercostal artery that occurred when the drain was placed. A re-thoracotomy was performed for removal of blood and placing a new drain. Hemostasis was difficult and the patient received packed red blood cells (prbcs). Days later the chest was closed. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.